Manufacturer narrative:
The manufacturer is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 2 days post-implant, it was reported that the pt's pump power had increased after anticoagulation was initiated. An echocardiogram showed that the aortic valve was opening with every beat and the left ventricle was dilated; however, the pt had a stroke. The pt was taken back into the operating room and the surgeon performed a pump exchange. It was also reported that during the pump exchange the surgeon saw thrombus inside the pump. Additional info received indicated that on the day of implant after the initial procedure, the pt had bleeding issues and the pt received a blood transfusion. It was also reported that the pump speed was 9600 rpms, the aortic valve was closed and the pt had aortic valve regurgitation. The next day ((B)(6), 2014) an echocardiogram was performed and thrombus was seen on the aortic valve. The hospital team decided to treat the pt with a bolus of heparin; however, thrombus was still present. On the morning of (B)(6), 2014 thrombus was still present and the pump speed was changed to 9200 rpms to avoid an increase of aortic valve regurgitation. That afternoon the pt suffered a "cerebral vascular accident" and was aphasic and hemiplegic. The pump power increased and the pt's pi decreased. Another echocardiogram was performed and the thrombus on the aortic valve was not seen. The aortic valve opened with each beat and the left ventricle was dilated. The hospital team suspected that the thrombus had migrated from the aortic valve to the left ventricle and then to the pump. That evening the pt's arterial pressure was 120-80, pi was 1.2, ldh was 1200 and the pt's urine was black. The pump speed was increased. The left ventricle was still dilated and the aortic valve opened with each beat. At that time the decision was made to exchange the pump. It was also reported that the hospital decided to do circulation extracorporeal with orgaran and not heparin because they believed the pt had hit as his platelet count had decreased. The pt's currently in the ICU recovering pump parameter's are ok and the pt is hemodynamically stable.